Manufacturer narrative:
Result: known inherent risk of procedure. Per the instructions for use (IFU) cardiovascular injury, such as perforation or dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. Ascending aortic dissection may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). The thv training manuals provide guidance to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torquing of the flex catheter may be helpful in solving the problem. In this case, the exact cause of the ascending aortic dissection cannot be confirmed. Procedural factors (manipulation of the devices), in addition to patient factors (moderate valvular calcification) may have contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our edwards lifesciences affiliate in (B)(4), following balloon aortic valvuloplasty (bav), a 26mm sapien xt valve was deployed where intended with 2ml less than nominal volume. The final position of the valve was 70:30 aortic/ventricular (a/v). Post valve deployment, an abnormal waveform was observed in the right radial artery pressure. An aortogram revealed a dissection at the ascending aorta. The entry of the dissection could not be found. An aortic root replacement was performed and the procedure was completed. The patient was transferred to ICU for further monitoring. The native annular diameter measured 24.5mm by CT with a valve area of 443mm2. Moderate valvular calcification and mild aortic root calcification was reported. The access vessel minimum luminal diameter measured 7.2mm with mild calcification and mild tortuosity reported. Following the review of the procedural imaging, the physician commented that no issues were observed on aortogram post bav, but the dissection was observed before the valve deployment. The exact cause of the dissection could not be determined.